Manufacturer narrative:
Date of event is unknown. Device is not expected to be returned for manufacturer review/investigation. Reporter contact number was not provided. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, patient was implanted with the trochanteric femoral nail-advanced (tfna) which includes one (1) 11mm/125 deg ti cann tfna 380mm/right - sterile, one (1) tfna screw 95mm - sterile and one (1) 5.0mm ti locking screw 52mm- for im nails-sterile. On an unknown date post-operative, the femoral neck collapsed causing the patient discomfort. On (B)(6) 2018, the patient underwent revision surgery due to non-union in the fracture site. The entire implant was removed and replaced with a total hip arthroplasty. There was no surgical delay and the procedure was completed successfully. This report is for one (1) 5.0mm ti locking screw 52mm- for im nails-sterile. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: device history records review was completed for part# 458.952s, lot# 7770307. Manufacturing location: monument, manufacturing date: aug 31, 2014, expiry date: jul 31, 2023. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.